Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient reported receiving a low alert for cgm a reading of 68 mg/dl. No fingerstick was taken at that time, but the patient attempted to walk to the refrigerator to get some juice. Before she was able to consume anything, she became lightheaded and fell. During the fall, the sensor was accidentally dislodged and removed from her arm. The patient reported multiple skin tears, bruising, and bleeding from the sensor site as well as from injured areas on her arm. She also reported experiencing a headache following the incident. While the patient remained on the floor, her housekeeper assisted her by bringing her juice and helping her drink it. Her life alert system was activated, prompting an ems response. Upon arrival, ems evaluated the patient and assessed her vital signs, blood pressure, oxygen saturation, and blood glucose levels. After consuming the juice, the blood glucose reading was 114 mg/dl. No cgm reading was available from that time because the sensor had been dislodged during the fall. The paramedics also treated the reported injuries by cleaning the affected areas, applying antibiotic ointment, and dressing the wounds with gauze and bandages. The patient reported feeling better after treatment. Ems offered transport to the hospital; however, the patient declined, stating that she did not believe she had sustained any fractures or serious injuries and did not feel hospitalization was necessary. No further medication was reported and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.